Event description:
A discordant, falsely elevated calcium (ca_2) result was obtained on the advia 2400 instrument. The laboratory repeated the testing on another system and obtained a lower ca_2 result. It is unknown if any results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated ca_2 result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument and data. After evaluating the data and the instrument, the cause of the discordant, falsely elevated calcium result is unknown. The fse proactively replaced the sample pump l-rings (seals) and chloride electrode. Calibration and controls were successfully run. The instrument is performing within specification. No further evaluation of the device is required.